Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported through the implant patient registry, approximately 1 year and 8 months post tavr procedure, the patient's 23 mm sapien xt valve was explanted and replaced with a 21 mm surgical valve.

Manufacturer narrative:
Additional information obtained during an administrative review of the file confirmed that the injury previously reported in this MDR (mfgr report number: 2015691-2017-03674) against the 23mm sapien xt valve was actually previously submitted under mfgr report number 2015691-2017-03542. The event investigation and regulatory reporting will take place under complaint mfgr report number 2015691-2017-03542. As such this MDR was reported in error and a corrected supplemental report is being submitted.